Manufacturer narrative:
Returned scu was sent to the vendor for further analysis. The vendor found the returned unit had a fault light illuminated that was caused by a shorted out component on the front panel board. Device manufacturing date now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, software test passed, hardware test failed. Camera issue is still present more, polaris spectra system control unit (scu) ordered. On (B)(4) 2015 , a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement positioning sensor unit (psu) shipped to site. Medtronic investigation of suspect psu, returned on 12/18/2015, finds that this psu has no apparent physical damage. The event log has not recorded any adverse events. The psu passed an aak test at .10 mm. No problem found. Return requested. Replacement ext scu to r/a psu cable shipped to site. Replacement ext scu to r/a psu cable returned to manufacturer on 02/22/2016, unused. Return requested. Replacement polaris camera scu shipped to site. Medtronic investigation of suspect scu, returned on 12/22/2015, finds that the scu powered on with the amber fault light illuminated. The light changed to green after a few minutes. A check of the event log revealed a long history of intermittent communication errors with port 1. System fault code - communication issue with port 1 - electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A site representative reported that their navigation system camera was faulty. There is visible damage so it is presumed the camera has taken physical damage. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.